Event description:
It was reported that cartridge alarm 20 occurred on pump and that similar alarms had been happening for approximately a week before being reported. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump.